Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
On 07/16/2015; after further evaluation, the suspect medical device in question was changed from the prism 6 channel analyzer, list number 06a36-04, to the prism hiv o plus assay, list number 03l68-68, lots 49500m500 and 45322m500. This changes the manufacturing location. MDR report numbers 1415939-2015-00028 and 1415939-2015-00029 have been submitted and all further information will be documented under those MDR numbers. An evaluation is in-process.

Event description:
The customer observed (B)(6) results while using the prism hiv o plus assay on the prism analyzer. The customer indicated that multiple patient specimens which were both initial and repeat reactive using the prism hiv o plus assay, were negative when tested using the nat method. There was no adverse impact to patient management reported.